Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's atrial lead was over-sensing noise, had low impedance and was causing inappropriate mode switches. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.